Manufacturer narrative:
The device was not returned for evaluation. As the device for this complaint is unknown and the lot number has not been provided, a review of the device history record could not be performed. The instruction for use provided with cook endovascular grafts provides information related to avoiding potential adverse events during the implant procedure, and states "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft". Due to the lack of information provided in this complaint, it is difficult to determine a definitive root cause to explain the difficulties experienced by the patient within this complaint.

Event description:
Development of bilateral lower extremity compartment syndrome requiring fasciotomy and subsequent short-term dialysis.

Event description:
Development of bilateral lower extremity compartment syndrome requiring fasciotomy and subsequent short-term dialysis.